Manufacturer narrative:
Follow up is ongoing with the hospital in order to confirm the device availability for evaluation. Additionally, an engineering investigation will be completed in order to consider any potential factor that may have contributed to this complaint.

Event description:
As reported, during use in a patient treated for aneurysm rupture, this thermistor manifold was found broken at the stopcock which was connected to the patient central line. This thermistor was changed in order to solve the issue. There was no allegation of patient injury reported.

Manufacturer narrative:
Correction was performed regarding the manufactured date. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
This device was not recovered at the hospital's pharmacy services; therefore, it will not be sent for evaluation. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. An engineering investigation will be completed in order to consider any potential factor that may have contributed to this complaint. H3 other text : device not available for evaluation